Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as rash like area under some of the electrodes. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised the patient to remove the vest. Follow up indicated that the skin irritation improved.